Event description:
The customer reported that the system displayed a shutdown error message and then would not reboot. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were regreased. The system was then found to be operating as intended.